Event description:
A self-injecting diabetic reported that the needle of the insulin syringe broke off in her arm as she was injecting. She removed the detached piece herself using tweezers. Probing to grasp the detached piece was reportedly painful and caused a minor wound on her arm. Upon further discussion, the user reported that 2 other needles broke while she was injecting herself during the previous 2 weeks. In both cases, she removed the broken piece with her fingers. She did not go by her dr or seek any medical treatment in relation to any of these events. The user admits to using her syringes twice before discarding them.